Manufacturer narrative:
A4- patient weight unavailable no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was just sitting when a backup battery (ebb) fault alarm went off. The ebb was exchanged with no issues. Log files were submitted for review and captured multiple intermittent strings of ebb alarms beginning on (B)(6) 2024 at 10:49 pm thru (B)(6) 2024 at 12:28 pm. The ebb faults occurred due to a failed ebb load test. There were no other unusual events seen within the log files. The mechanical circulatory support (mcs) equipment was operating as expected. Additional information was provided that the patient called on (B)(6) 2024 for another backup battery fault alarm, and was brought into clinic on (B)(6) 2024, where log files were downloaded, and the system controller was exchanged. The log files confirmed the additional ebb faults. The serial number was also scratched off the old controller.

Manufacturer narrative:
Section d6a - date of implant: not applicable for heartmate 3¿ system controller. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. Data from the reported event dates of 28apr2024 ¿ 29apr2024 was reviewed, and the pump operated at intended speeds while connected to the driveline. A backup battery fault alarm correlating to a load test condition was observed throughout the data. The onset of the alarm occurred on 27apr2024; the loaded voltage of the battery was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. No other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Multiple load tests were performed during functional testing and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate this issue. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.